Event description:
Hcp reported pt had the pump removed due to infection. The pt had poor wound healing secondary to a prior surgery. There were no clinical consequences reported with this event. A pump replacement was performed. The pt is reported as doing "fine."